Event description:
The patient reported that the previously working remote monitor did not power on after a storm, in which they lost power in the home. Replacement power cord was sent and the monitor remains with the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, no anomalies were found. The monitor passed functional testing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.